Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however failed in vibration self-test due to broken red wire vibrator motor connector. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not alarming or vibrating. The customer states the device did not beep or vibrate during self-test. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.